Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose readings over 300 mg/dl for several hours, consistent with a severe hyperglycemia event. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the health impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.